Event description:
It was reported that, after procedure, patient had a blockage full warning on his renasys go device. It was advised to patient to plug unit into wall and power device down and re-start. Device began to run at continuous and then showed blockage full warning again. Advised patient to disengage quick click connector. Alarms started again during the procedure. Patient states that had changed canister prior and has dressing change performed a day before. Advised patient to milk tubing as well as checking for any kinks or bends in tubing. Patient reports that tubing is within normal limits. Informed patient of the importance of keeping device upright at all times if possible. No delay was reported. No back-up device available. No other complications where reported.

Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause may include; kinks, leaks or blockages, the instructions for use offer further guidance. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.